Manufacturer narrative:
Section d9 was updated due to part return h3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported the while in use on a patient, this 980 v entilator generated a backup ventilation (buv) alarm. The device was available for evaluation. The service personnel (sp) inspected the ventilator and during evaluation found the unit in an inoperable condition with relevant diagnostic codes in the ventilator memory logs. The sp replaced the air mix breath delivery (bd) flow sensor due to the diagnostic code. Additionally, the sp replaced the piezo alarm on the breath delivery (bd) as an additional finding. The ventilator passed all testing per manufacture specifications at the time of service and was returned to the customer.. A review of the logs determined the ventilator experienced a backup ventilation (buv) alarm at the time of the event. One alarm piezo speaker was returned for further analysis: the returned component was visually inspected and functionally tested with no malfunction or product deficiency observed. One air mix bd flow sensor was returned for further analysis: a visual inspection was carried out on the returned component, no anomalies were observed. The air mix bd flow sensor was attached to the failure investigation test ventilator for analysis. The flow sensor failed the "flow sensor cross check" test in the extended self test (est) for "mix flow sensor oor". The cause of the event was isolated to faulty air mix bd flow sensor. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use this 980 ventilator generated a backup ventilation alarm. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. It was reported the while in use on a patient, this 980 ventilator generated a backup ventilation (buv) alarm. The device was available for evaluation. The service personnel (sp) inspected the ventilator and during evaluation found the unit in an inoperable condition with relevant di agnostic codes in the ventilator memory logs. The sp replaced the air mix flow sensor due to the diagnostic code. Additionally, the sp replaced the breath delivery unit alarm as an additional finding. The ventilator passed all testing per manufacture specifications at the time of service and was returned to the customer. A review of the logs determined the ventilator experienced a backup ventilation (buv) alarm at the time of the event. The potential cause of the event was isolated in the field to the air mix flow sensor. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications.